Event description:
Patient reported that about one week ago he noticed that his device was not priming correctly. The patient stated that he would prime insulin through his adapter and after 20 units insulin would not drip from the infusion device. While troubleshooting, the pump support agent asked the patient to remove his cartridge and adapter. He was then asked to turn his pump over and shake slowly which produced a large amount of insulin in the cartridge chamber. The device has not been recently dropped or exposed to water. No medical attention was neccessary. The patient did not report any physiological effects. The device is being returned for evaluation.